Event description:
Pt on cadd pain pump. The key pad had a malfunction with "down" arrow key. Pump exchanged for a new pump. Cadd was returned to biomedical for eval. The pump that malfunctioned was not property of facility. It was a pump on loan from biomedical.